Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient ¿gave up on the stimulator.¿ the caller knew that the patient had problems with incontinence, so they tried to tell them about the device. It happened that the patient had their stimulator years before the caller did, and it didn¿t work, and they still had it in them, and they ¿just let it go.¿ the caller stated that they did not know the patient¿s medical condition or anything, so they really didn¿t know the whole situation or what happened. It was reviewed that the patient could call in for help or follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event. On (B)(6) 2017 (rep): document contains no new information.